Event description:
It was reported that the subject device had blurred and indistinct image. The issue was identified at reprocessing. There were no reports of patient harm.

Manufacturer narrative:
E1 facility full name and address: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the device was not returned for evaluation. A root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.